Manufacturer narrative:
Manufacturer's investigation conclusion: the reported kink in the pump cable could not be confirmed through this evaluation as the device remains in use and no photos of the pump cable were submitted. The reported pump stop events were confirmed through review of the submitted log files. The root cause of the pump stop events was determined to be damage to the modular cable¿s ground wires (refer to the modular cable investigation). The submitted controller event log files captured transient pump stop events on 10jan2024 and 11jan2024 that appeared consistent with the damage to the modular cable ground wires. Following the modular cable exchange, the system appeared to operate as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 6 of the IFU, ¿patient care and management¿ and section 4 of the patient handbook, ¿living with the heartmate iii¿ states that the user ¿do not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ these sections also instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's controller, (B)(6), was later exchanged due to "a recent pump stoppage."

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # (B)(4) it was reported that the patient experienced red heart alarms and was admitted to the hospital on (B)(6) 2024. Log files showed numerous pump stops on (B)(6) 2024 and (B)(6) 2024 that each lasted 8 seconds or less. The patient was asymptomatic at the time of the alarms. The system controller was exchanged on (B)(6) 2024, but alarms continued. It was planned to exchange the modular cable, and a kink was noted in the pump cable. It was reported that the modular cable exchange resolved the alarms, and it was believed that the modular cable had a small fracture. The patient was discharged home and had not experienced any pump alarms since replacement of the modular cable and controller.